Manufacturer narrative:
The lens was returned. Solution was dried on the lens. One haptic is bent in the gusset and distal area. The optic is torn/cut into two pieces typical of an insertion and removal. The optic portons are split/cracked damage in the shape of an instrument used to grasp the lens. A power and resolution evaluation could not be conducted due to the extreme damage to the lens. The customer indicated the use of a qualified cartridge and a non-qualified viscoelastic. The product investigation could not identify a root cause for the complaint of "poor vision, replaced iol". The explanted lens was damaged and torn/cut into two pieces, typical of an insertion and removal. A power and resolution evaluation could not be conducted due to the extreme damage to the lens. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that one month after an intraocular lens (iol) was implanted, it was exchanged due to the patient's complaint of poor vision.